Event description:
It was reported that a revision surgery is needed for a patient due to infection. Poly exchange is required. This was noticed during a inspection in the tka procedure so the case is currently delayed since patient have not received the replacement. There is no more information provided for this event at this time.

Manufacturer narrative:
It was reported that a revision surgery is needed for a patient due to infection. The associated device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As lot information was not made available, device history record review cannot be completed. At this time, there is no information available to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode. A review of risk management files that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. A medical analysis noted that no adequate materials was received to fully evaluate the complaint. Infection, a potential complication associated with any surgery, can occur and possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed. B4 event description corrected.

Event description:
It was reported that a revision surgery is needed for a patient due to infection. Poly exchange is required but no stock held in UK. This was noticed during a inspection in the tka procedure so the case is currently delayed since patient have not received the replacement. There is no more information provided for this event at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.